Event description:
Likely false positive from aptitude medical systems' metrix covid-19 test. I completed a test and it returned a positive result for covid-19. I went to re-test, and the next test I inserted into the metrix reader indicated a "read error" (two flashing red lamps). Assuming a fault with the test itself, I prepared a third test, which also indicated a read error. After blowing out the slot in the metrix reader where tests are inserted, I reinserted the third test, which completed and returned negative. All tests are of lot 20240420010. On the basis that the first test may have introduced foreign material into the metrix reader that somehow resulted in a positive result for that test, and read errors when starting subsequent tests, I went to an urgent care clinic to have a covid-19 pcr test done, which returned negative. Point-of-care (20 minute) test at urgent care clinic, unknown manufacturer.